Event description:
As it was reported by the sales-rep, it was noted that the filter tilted at the the time of implantation. The pt is a female. The indication for the filter insertion was a deep vein thrombosis (dvt). The size and shape of the vena cava are unk. There was no thrombus present at the delivery site. The physician made access at the femoral vein. There was no difficulty deploying the filter at its intended infrarenal location. It was noted that the filter was tilted when it was deployed. The degree of tilt is unknown. The physician attempted to retrieve the filter, but was unsuccessful. The pt stated that the filter implanted was causing him pain; therefore, the physician believes that the tilting of the filter is causing the pain. It is not known when the physician plans to remove the filter.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.